Event description:
This problem came into existing in 2008. Daughter stop breathing later that day she had several seizures, and next day I call her doctor, and they said to take her to the emergency because she was still having seizure, and that when the doctor said that it was child abuse knowing that not possible. So I tried to explain that I had a vacuum extraction birth with complication which I know has contributed to my child's condition.